Manufacturer narrative:
One swan ganz catheter was received by our product evaluation laboratory for a full examination. The report of "did not inflate despite several attempts" was unable to be confirmed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage or inconsistency was observed from the catheter body, balloon or returned syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, the units go through a balloon inflation inspections process, balloon inspection and final inspection as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when testing prior to use in a patient with cardiac disease and bradycardia in the cardiac intensive care unit (cicu), the balloon of this pacing swan ganz catheter did not inflate despite several attempts by an experienced user. A second device was used successfully. Later on, the failing device was tested and balloon inflated without problems using the limiting syringe. There was no allegation of patient injury, but delay in pacemaking therapy. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.